Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was received from the (B)(6) registry on (B)(6) 2015 stating: patient seen in ID clinic on (B)(6) 2015 for continued drive-line drainage. CT scan (B)(6) 2015 showed stranding surrounding the drive-line, but no abscess was seen, nor was infection noted elsewhere. At that visit, they continued empiric cipro 750 mg bid for 2 weeks and po doxycycline 100 mg bid for 4 weeks. The patient does not report any pain or tenderness at driveline site today or increased drainage. Information also included: patient outcome: exchange; device malfunction causative factor: no cause identified.

Manufacturer narrative:
The user facility number was not provided. (B)(6). This report is regarding the driveline drainage/infection. The pump stoppages and subsequent pump exchange referenced in the user facility medwatch report were reported under medwatch MFR# 2916596-2015-01231. Approximate age of device ¿ 4 years, 4.5 months. A root cause for the patient¿s driveline infection and a correlation to the device could not be determined through this evaluation. It was communicated that the patient was experiencing driveline drainage and was treated with antibiotics. The patient remained ongoing until (B)(6) 2015 when the patient received a pump exchange for an unrelated reason. Although the pump exchange was not performed due to the driveline infection, a summary of the investigation of the returned device follows: visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of adhered depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The instructions for use lists infection as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.